Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information was provided in sections b1, b2, b5, h1, and h6.

Event description:
Survival outcome at explant noted the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The investigation into the reported delivery issue has been completed. No product was returned. As per clinical review, the impella rp was unable to advance further the repaired tricuspid valve. There was resistance when it got to the tricuspid ring with outflow beyond the ring and insertion was aborted. The cause of the delivery issue was patient condition related due to pump unable to advance further the tricuspid ring based on clinical review.

Event description:
The user facility reported a 83-year-old male post cardiotomy cardiogenic shock/low cardiac output syndrome was implanted with an impella rp for mechanical circulatory support. The outflow of an impella rp pump was unable to pass through the tricuspid ring during attempted delivery. After multiple failed attempts, the decision was made to abort the implant. There was no patient harm.